Event description:
The user facility reported that a blood leak occurred during dialysis treatment on two dialzyers from the same lot. Both occurrences were with the same pt. The blood in the circuit was not returned to the pt, however, the amount of blood loss was not determined. Follow up communication confirmed that there were no further complications, the dialysis treatment was successfully completed using another dialyzer and the pt condition is reported to be ok. A number of dialyzers from the same lot have been used by this facility without any problems. Additional event specific information was not available.